Event description:
The attorney alleges that the consumer was severely injured as a result of being "ejected" from his electric wheelchair during a single motor vehicle accident.

Event description:
The attorney alleges that the consumer was severely injured as a result of being "ejected" from his electric wheelchair during a single motor vehicle accident.